Event description:
Patient reported they underwent total hip arthroplasty on unknown date. Patient alleges a revision has been recommended due to elevated cocr levels. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. Date of event - unknown. Date implanted - unknown. Date explanted - unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02090 & 02962).

Event description:
Patient reported to have undergone total hip arthroplasty on an unknown date. Patient further reported that a revision had been recommended due to elevated cocr levels. Additional information received indicates that patient underwent total hip arthroplasty on (B)(6) 2008 and that a revision procedure took place in (B)(6) 2013. The reason for the revision procedure and details regarding the revision procedure were not provided. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Date of event - (B)(6) 2013; exact date of revision procedure is unknown. Date explanted - (B)(6) 2013; exact date of revision procedure is unknown. Details regarding the revision procedure have not been provided.